Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed far r-wave oversensing on the right atrium leadless pacemaker (ralp). Programming changes were performed to resolve the issue. The patient was stable before, during, and after the changes.